Event description:
It was reported that the insulin pump buttons unresponsive. Customer's blood glucose was 153 mg/dl. Customer stated it was raining the insulin pump might have gotten wet. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture observed at the electronic or motor assemblies per visual inspection. The device was received with cracked case at display window corners and severely scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.